Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the spheres were not visible to the camera and not being tracked. The procedure was completed with the use of the navigation. No patient injury was noted as a result of the event.